Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient's receiver did not produce audio output on (B)(6) 2016. It was indicated that a hypoglycemic event may have occurred in which no audio from the receiver was heard. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).